Event description:
The suture was used during a gastric bypass procedure. Reportedly, the suture broke post-op the evening of the procedure causing a dehiscence. The pt was brought back to the o.r. That evening and the abdomen was resutured. The hosp has reported the pt's condition as satisfactory.